Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 119 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer uses quick-set infusion sets. The customer's mother stated that the display screen was scratched. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.